Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
Inserted one and could not retrieve it because it had no string [device issue]. Could not retrieve it because it had no string [foreign body in reproductive tract]. Felt uncomfortable [discomfort]. Pain [pain]. Humiliated [emotional distress]. Case narrative: on 17-jun-2024, a spontaneous report was received from a consumer regarding a 29-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as since she had started her puberty), the consumer started use of playtex sport plastic, unscented. On an unspecified date, after inserting the product, the consumer could not retrieve it because it had no string. This led to needing help from her spouse in order to retrieve it. She ended up in a great deal of stress and pain from trying to finally remove it. She started heading for urgent care for them to retrieve it. She felt uncomfortable, in pain, and humiliated, as this had never happened to her in 15 years of buying these tampons. As of 17-jun-2024, the status of product use and the outcomes of felt uncomfortable, pain, and felt humiliated were not reported. No additional information was provided.